Manufacturer narrative:
A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instrument: force bipolar (part number: 471405-06/ lot number: k11240111-0052/ uses remaining: 6 ). A site history review found no complaints were made for the instruments used during this procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a tear to the mesentery occurred. During dissection the surgeon noticed a small tear to the mesentery, source unknown. No bleeding was reported. The surgeon chose to repair the area with a 3-0 silk suture. No bowel injury occurred. The patient reportedly had difficult anatomy. A general surgeon was consulted and stated the repair was sufficient. The general surgeon never scrubbed in the case. The case was completed robotically with no reported post-op complications.